Event description:
Boston scientific received information that during a device replacement procedure, this device was attempted to be implanted. Normal shock impedance measurements were obtained with this device during preimplant testing. However after implant, high shock impedance measurements were obtained. Troubleshooting including reconnecting the lead and moistening the pocket were performed; however did not resolve the issue. It was thought the lead have accidentally cut (model 0175- 115870). And a decision was to replace the lead. No shock testing was performed as an incompatible df-4 lead (0296) was provided rather than a df-1 lead. This device was removed the f160 and 0296 were implanted successfully and normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, no return of product is intended. Should additional information become available, this event will be updated.